Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead and the right ventricular (rv) lead exhibited noise oversensing. Rv lead noise was reproducible with isometrics. No intervention was performed. The patient was stable.